Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow-up report.

Event description:
It was reported that the ventilation stopped during operation. No injury was reported.